Manufacturer narrative:
The device will not be returned to conmed for evaluation; therefore, the reported failure cannot be verified and a root cause cannot be determined. A review of the manufacturing documents was unable to be completed as the manufacturing documents are held by the manufacture, sequel special products. A lot number was not provided. Risk assessment found this issue to be consistent with current risk documents. Risk management plans for this device states that for the foreseeable event of fluid passing into the device it is mitigated by the existing controls and design of the product that relies on fluid sensing and unit interface to respond to volumes beyond the filter capacity. A historical review of complaint data revealed this to be the only complaint for this product and failure mode combination in the past two years. The instructions for use advise the user of the following. The filtered tube sets are not designed to take in fluid. If fluid enters the filter, a warming message "fluid in filter" will appear on the touch screen of the airseal ifs. If this happens, you should check your cannula placement, and prepare to replace the tube set. Failure to properly follow the instructions for use can lead to serious surgical consequences. The filters of the tri-lumen tube set are designed to collect fluid if aspirated into the tubing from the cannula. The tri-lumen set are equipped with fluid sensors to monitor the fluid level in the filters and to warn users of a possible device contamination. If the fluid trap of the filter housing is filled to the low fluid level, a fill level low fluid level warming is depicted and a signal is emitted. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a laparoscopic nephrectomy the asm-evac tubing collected blood, resulting in the insufflator unit to automatically shut down. The tubing was changed with a new tube set but fluid ingress occurred again, causing shut down of the insufflator unit for a second time. At that point, the surgeon made the decision of converting the procedure from laparoscopic to open to complete the procedure. No patient injury was reported, however; due to the change of procedure from close to open this will be reported as a patient injury. Upon additional information gathered from the surgeon, the patient was reported to have recovered and no additional treatments were needed due to the change of the procedure. This incident is raised based on a reported patient injury.